Manufacturer narrative:
Pending additional information regarding patient's fall. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. Segments of catheter were also returned with the pump, which were all determined to be patent. No issue was found with the device during investigation. Internal complaint number: (B)(4).

Manufacturer narrative:
Further follow-up attempts with the healthcare professional were unsuccessful. Additional information regarding the patient's alleged fall was not able to be obtained. If additional information is able to be gathered regarding that event, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device return for device analysis, review of device history record, and follow-up information about patient fall. Internal complaint number: (B)(4).

Event description:
Health professional reported a prometra ii 20 ml pump with multiple overinfusion volume discrepancies. Patient initially underwent an MRI and was reprogrammed with 10 mls post-MRI. Four days later, patient underwent an additional MRI and was reprogrammed with 7 mls following the MRI. A week later, a volume discrepancy was reported during patient's scheduled refill. Expected volume 5 mls; returned volume 0 ml. Pump was refilled with 20 mls at that time. About a month later, a second discrepancy was observed during an alternate refill. Expected 6 mls; returned 0.5 mls. Patient had an additional MRI four days after this refill in which another volume discrepancy was observed during the pre-MRI procedure. Expected volume 18.5mls; returned 11.2mls. Clinical specialist reported the patient did recently experience a fall which led to their hospitalization. The patient has also experienced constipation which they believe may be a side effect of the medication in the pump. The patient reportedly does not feel like they are being overdosed. Pump was explanted and replaced.